Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional reported that the device failed and was "reinserted". A revision occurred. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.